Manufacturer narrative:
The device has been received and based on the evaluation of the device this event is no longer determined to be reportable. This is based on the findings from the evaluation where a longitudinal rupture was identified in the balloon. This type of rupture is not known to have caused or contributed to any injury and there is no history of this type of failure being reported. Therefore this complaint is now determined to be not reportable.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of device is pending. The investigation is currently in progress.

Event description:
It was reported that the balloon ruptured. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The target lesion was the bk. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. It is unknown if there were stents present within the treatment site or tracking path. An ipsilateral retrograde approach was made. A chevalier floppy guidewire crossed the lesion. The complaint device was delivered to the lesion and inflated. However, the balloon ruptured at 6 atm. The device was removed in one piece from the patient. The device did not separate or break at any time during the procedure. It is unknown how many times the device was inserted into the patient and inflated and unknown if kinks were noted or if force was required when using the device. It is unknown if the device used for inflation was used successfully with other devices. A new sleek device size 2 x 120 mm was used and several long inflations were performed. The procedure was completed successfully. The patient did not experience any complications as a result of the failure with the device. There was no patient injury reported.